Event description:
It was reported that during a lap gastric bypass procedure, the tissue pad broke away, but the parts did not fall into the pt. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.